Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory and was due to excessive hv charges during a prolonged tachycardia episode. The device was tested on the bench and no anomaly was found.

Event description:
New information received notes that the device continued to exhibit a long charge time. The device was explanted and replaced. The patient was in good condition following the procedure.

Event description:
It was reported that the device exhibited an alert for the capacitor charge time limit having been reached. The charge timeout occurred after a series of hv charges in response to a vf episode. The device remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.